Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 29. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding, abscess and inflammation. No further patient complications were reported.